Event description:
During a laparoscopic nephrectomy applied science endocatch bag x2 did not open when fired. Md had to extend incision to manually remove kidney. No pt harm. Diagnosis or reason for use: kidney disease. Is the product compounded? No. Is the product over-the-counter? No.